Event description:
It was reported that following the implantation of a monarc, the patient experienced mild pelvic pain. The event was considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information received indicated that in (B)(6) 2015, the patient complained of pelvic pain and dyspareunia. The physician believes that the pain and dyspareunia were due to muscle spasm of the pelvic floor, which was noted on exam. The patient was receiving pelvic floor physical therapy and was prescribed diazepam on (B)(6) 2016. There were no further patient complications reported in relation to this event.